Event description:
The customer's husband reported inaccurately low blood glucose readings with strips, lot # 1j520b. The customer opened the bottle approx 3 days ago and performed a blood glucose test. The result was 17 mg/dl. She did not believe this reading to be correct, so she performed a blood glucose test with other test strip (lot #40967 1 a, exp. 010/97) and the result was 115 mg/dl. A normal control solution test was performed with the co rep on subject test strips and the result was 5 mg/dl versus a normal control solution range of 120-180 mg/dl. Anormal control solution test was also performed on other test strip and the result was 109 mg/dl versus a normal control solution range of 86-122 mg/dl. The solution was opened for the first time on 8/9/96 and the customer shook it well before testing. A check strip test performed with the co rep gave a result of 87 versus a check strip range of 78-99. The code was set correctly for all tests. The desiccant is in the bottle of subject test strip.